Event description:
It was noted in a pt's clinic notes that she had an increase in seizure frequency around thanksgiving 2010. Furthermore, the pt "did not do well around the holidays", but she was doing much better by the notes date, (B)(6) 2011. Diagnostic testing on the date was normal. The physician added that the seizure activity was due to a dead battery, though diagnostic tests showed proper device function. A replacement surgery in the future is likely. Attempts for more info have been unsuccessful to date.